Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the cable of the mdu powermax got very hot. The surgery was completed, without any delay, with a back up device. No further complications were reported.

Event description:
It was reported that, during an arthroscopy, the motor drive unit was unresponsive to inputs and the cable became very hot. No injury was caused to the patient. The surgery was completed, without any delay, with a back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.